Event description:
The customer states that the unit is giving a speaker malfunction error message. The unit is not making a sound, and when an alarm happened it does not alarm. At the time of the alleged malfunction, the device was not being used for clinical monitoring.